Event description:
Medtronic received information that 8 days following the implant of this transcatheter bioprosthetic valve, the valve was explanted due to an unknown reason. A surgical aortic valve was subsequently implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a4. Patient weight added b5. Second paragraph added e. Initial reporter first name updated e3. Initial reporter occupation updated h6. Patient and device codes added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 8 days following the implant of this transcatheter bioprosthetic valve, the valve was explanted due to an unknown reason. A surgical aortic valve was subsequently implanted. No additional adverse patient effects were reported. Additional information was received that per the physician, the patient "went home, smoked meth and had a large aortic dissection" which required the explant of the valve. Additionally, the patient was rescheduled three times due to not showing up for the preoperative appointment. Per the surgeon, the explant was not due to issues with the valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.